Manufacturer narrative:
DHR: a review of the manufacturing records for the product lot identified no problems or issues which could have caused or contributed to the alleged failure.

Event description:
N/a.

Manufacturer narrative:
Additional information received: initial surgery - (B)(6) 2019; issue detected 26 months after initial surgery; patient's birth date - (B)(6) 1946; explantation is not planned as patient is asymptomatic.

Event description:
N/a.

Manufacturer narrative:
Complaint sample was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
4 of 5 reports (same failure/different patients). Other mfg report numbers : 1651501-2021-00046, 1651501-2021-00047, 1651501-2021-00048, 1651501-2021-00050. A physician reported broken pegs of the cadence total ankle system. Patients are asymptomatic and implant removal is not planned.